Event description:
It was reported that patient underwent a total hip arthroplasty procedure utilizing a stem inserter on (B)(6) 2014. During the procedure, the threads on the inserter fractured inside the femoral stem as it was being inserted. The fractured piece remains inside the stem which was implanted in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Examination of returned device found no evidence of product non-conformance. Review of DHR noted the component is made to print and correct materials. During the evaluation, it was noted the root cause was likely due to misusing the instrument and/or not inspected for wear and disfigurement which may have prevented the use of the instrument and its failure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.